Manufacturer narrative:
Film evaluation summary: the reported deployment difficulty could not be confirmed on the limited films provided, and therefore, the cause of the event could not be conclusively determined. Procedural angiograms showing attempts to deploy the vamf3434c200te, sn: (B)(6) device in the patient were not available for assessment. The off-label use of the device, as indicated by the reported deployment of the stent graft in vitro, along with modifications made to the device and its reintroduction into the graft cover before attempting in vivo deployment, is a potential root cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 300mm+ dissection. It was reported that during the index procedure after performing angiography on the patient, the surgeon confirmed the use of the va mf3434c200ee stent and determined that reconstruction of some branch arteries in the aortic arch was needed. The several proximal segments of the vamf3434c200ee thoracic aorta stent were deployed outside the body, with several small holes made in the membrane of some areas. The stent was then reloaded into the delivery sheath to restore it to its original state, then was introduced to the patient's body predetermined position. Upon attempting to deploy the stent, the surgeon found that rotating the handle of the delivery system and pulling the trigger to move the slider distally failed to deploy the stent. Despite repeated attempts, the stent could not be successfully deployed. Considering the patient's surgical safety, the stent and delivery system were removed from the patient's body. Then the surgeon tried again in vitro, but the stent still could not be deployed. Then followed the "handle disassembly" technique, but the stent still could not be deployed. For patient safety, the surgeon ultimately used another stent of the same model, repeating the previous modification process, and the stent was successfully deployed to the predetermined position and the surgery was completed. The cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis summary the external slider had been removed prior to receipt of the device and was not received for analysis. Tip capture mechanism and spindle were fully retracted on receipt of the device. Internal slider was partially retracted. The stent graft had been deployed prior to receipt of the device and was received alongside. The distal section of the stent graft between sr 1 and 4 had been deliberately fenestrated prior to receipt of the device. Deformation was evident to the screw gear. Deformation was evident to the trigger mechanism. A tooth had detached from the internal slider and was not received for analysis. It was possible to retract the graft cover using the internal slider however it was not possible to advance the graft cover using the internal slider as the t-bar wasn¿t engaged. The t-bar advanced and retracted the graft cover with no issues. Deformation was evident to the graft cover. A kink and stretching were evident to the inner member. Deformation was evident to the taper tip. It was not possible to confirm the reported deployment/expansion issues due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.